Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer's boyfriend called on her behalf to report that she had a hospital stay where she had toxic shock syndrome due to tampon pieces that were stuck inside her body from the tampons falling apart.